Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the external pulse generator atrial cable was not working. The cable is expected to be returned. There was no patient involvement.